Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified second right posterolateral segment. A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During procedure, it was noted that the balloon ruptured at 10 atm during 1st inflation. No visual issue noted to the device prior to use. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A pinhole in the balloon material was observed 1mm proximal to the proximal edge of the proximal markerband. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified second right posterolateral segment. A 10/3.50 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 10 atm during 1st inflation. No visual issue noted to the device prior to use. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition is good.